Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the hexavue custom room racks and found that the hdmi cable required replacing. The technician replaced the hdmi cables, tested the function and operation of the unit, confirmed it to be operating to specification, and returned the unit to service. No additional issues have been reported.

Event description:
The user facility reported that the wall displays connected to their hexavue custom room racks were flickering. No report of injury.